Manufacturer narrative:
(B)(4). The customer returned one packaging sleeve, guide wire and catheter for evaluation. Visual examination of the returned guide wire revealed one kink in the guide wire body. No other defects or anomalies were observed on the guide wire. The packaging sleeve contained numerous bends throughout the length of the sleeve. The lidstock provided with this kit warns to not bend the packaging. The kink in the guide wire body was located at 152mm from the proximal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A device history record review was performed with no relevant findings. The lidstock provided on this kit warns those who handle the product "do not bend". The customer report of guide wire kinked in packaging was confirmed by complaint investigation. The returned guide wire contained one distinct kink. The returned packaging contained numerous bends throughout. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, storage and shipping caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the arterial catheter guide is bent. The issue was detected prior to patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the arterial catheter guide is bent. The issue was detected prior to patient use.